Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure the transseptal puncture (tsp) went normal, heparin administration was delayed, and a clot was discovered when the pigtail catheter was placed in the laa. Heparin was administrated and the clot was removed through the pigtail catheter. The was sheath and pigtail catheter were exchanged for new products. The procedure was successfully completed with a 24mm watchman flx pro closure device. There were no patient complications.